Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B3-date of event is estimated. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: t00005347.

Event description:
It was reported the patient experienced inadequate stimulation with their scs system. The investigation was unable to determine which of the lead contributed to the event. As a result, surgical intervention was undertaken wherein the entire system was explanted.